Event description:
The customer reported via the clinical support specialist, that upon opening the packaging of the stem, it was observed to be too wide to be attached to the stem introducer. The customer reported that this had been observed on previous occasions but not reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a difficulty to connect a spigot to the exeter stem introducer was reported. The event was not confirmed. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the returned spigot protector is very damaged in the area of contact with the stem introducer. The returned spigot protector is dimensionally compliant. A functional test was performed with a stem introducer and it was found compliant. A review of the drawing of the stem introducer prehension block (B)(4) shows that the assembly with the spigot protector is tight in order to have the stem well fixed to the instrument during implantation. No action is required at this time as there was no indication of a manufacturing issue. No further investigation for this event is possible at this time.

Event description:
The customer reported via the clinical support specialist, that upon opening the packaging of the stem, it was observed to be too wide to be attached to the stem introducer. The customer reported that this had been observed on previous occasions but not reported.